Event description:
It was reported that he suspect device stopped operating and did not audibly alarm. There was no related death or injury.

Manufacturer narrative:
H10:evaluation was not possible at the time of initial filing. The device was subsequently returned by the customer for evaluation. It was reported that this ventilator shut down and did not alarm. The device was not returned by the customer until approximately four months after the initial report. Evaluation revealed no operational discrepancies. The device was functioning to specifications, including the safety alarms. The customer was contacted by phone, and no clarification could be made regarding the conflicting information. No additional investigation is required.